Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome. It was reported that the patient's ins has depleted due to normal battery depletion, but they thought it was supposed to 10 years. The patient has been trying to get through to their healthcare provider (hcp), but they have not been successful and want to see their nurse practitioner. During the call the patient reported that they screwed up when they first put it in they were supposed to have 4 cycles for different parts of their body. This would cover their low back and both legs, but they never got it to work for their back, only their legs. The patient stated that their sciatic nerves started bothering their legs really bad and they had trouble trying to charge it was only staying half-mast. The patient called back and repeated information. The patient stated that their hcp was supposedly arranging everything, but the patient wants to make sure that the manufacturer's representative (rep) was being informed of the patient's situation. The patient was redirected to their hcp to contact a rep. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.